Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the inspection confirms the drill to be broken. Distortion on the remainder of the helix on the drill bit and rough surface at the breakage point as well as a contour line/malformation of device which are consistent with an instant breakage due to excess torsion load. The event reports that an axsos tibial plateau procedure was conducted using the drill bit. The operative techniques for the axsos proximal tibia system and the pro pelvis system were reviewed, confirming that drill bit with catalog number 703966 (2.5mm/l450) is recommended for pro pelvis procedures but not listed as a recommended axsos tibial plateau procedure drill bit. A review of the device history for the reported lot did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by off-label use. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the patient was undergoing fixation of tibial plateau fracture. While drilling the drill bit fractured and approximately 2cm (nearly all of the fluted section remained in the bone. A decision was taken to leave the drill bit fragment in situ.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the patient was undergoing fixation of tibial plateau fracture. While drilling the drill bit fractured and approximately 2cm (nearly all of the fluted section remained in the bone. A decision was taken to leave the drill bit fragment in situ.